Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04502. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed one lead had high impedances on all contacts. Imaging revealed that lead had also migrated. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead migrated, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.